Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
This event was reported to the manufacturer through the persist registry as unknown if related to the device, and related to the procedure. Internal medical review confirms with the site assessment that this event is related to procedure and unknown if related to device. This event is being reported in a conservative manner. Please note that this event occurred in the (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as percival sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device not explanted.

Event description:
On the (B)(6) 2017 the manufacturer was notified of the following event through the persist registry: on (B)(6) perceval size 27 was implanted via mini-sternotomy. On (B)(6) the patient experienced arrhythmias and conduction disorders (3 days post implant)- asystole, no underlying rhythm. Pacemaker was implanted on (B)(6). The event has been reported by the site as procedure related and unknown for device relation. The event was resolved on (B)(6), the patient has been discharged home.